Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the two infusion was leaking at the site. The infusion set is used for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-00998 - device 2 of 2. E1: patient city: (B)(6). Patient country: united states.